Manufacturer narrative:
The patient's product details could not be confirmed as of the date of this report. This report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at the implant site. The patient underwent revision surgery on (B)(6) 2017, under general anesthesia to excise the excess and remove the abutment.